Event description:
It was reported that the physician had just finished the procedure and the fiber was out of the patient, when a very loud pop or bang was heard and smoke was seen coming from the console. No error code was displayed on the touch screen and the system no longer powers on. There was no injury or adverse outcome.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The reported burning smell and failure to power-up complaints were confirmed. Analysis found electrical issues with the console requiring replacement of the laser power supply, autovolt assembly, desiccant, particle filters, di cartridge water filter. The system was calibrated and the full system was aligned. The system passed full functional and electrical safety testing. The complaints was most likely due to a component failure in the laser power supply. Component shorted and burnt resulting in the burn smell. Based on a thorough review of the reported complaint, the most probable cause for this complaint is considered cause traced to component failure.

Event description:
It was reported that the physician had just finished the procedure and the fiber was out of the patient, when a very loud pop or bang was heard and smoke was seen coming from the console. No error code was displayed on the touch screen and the system no longer powers on. There was no injury or adverse outcome.